Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2014, due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility, metal poisoning, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03951 and 05373)

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2014, due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility, metal poisoning, elevated metal ion levels, and metallosis. Additional information received in patient medical records indicates that hip revision procedure was performed on (B)(6) 2014 due to pelvic discontinuity fracture nonunion, abductor mechanism rupture, leg length discrepancy, spinal stenosis and spondylolisthesis. The patient's operative report noted bursitis, chronic abduction mechanism rupture, synovitis, medially bone loss, fibrous tissue, scarring, a fractured acetabular screw, loose acetabular screws, loose acetabular component, and defect of the anterior column and wall with discontinuity of pelvis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿